Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was found damaged during use when it was removed from the patient. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized due to acute upper respiratory tract infection. When the intravenous indwelling needle was used on (B)(6) 2020, the entry of the needle into the vein was obstructed. After the removal of the needle, the inspection found that the needle was damaged. After the replacement of qualified indwelling needle, the operation was normal and no adverse effect was caused to the patient" "after careful questioning of the specific user, it was found that during the venipuncture operation, no one puncture was successful, the removed needle core was re-inserted into the catheter in the patient's body and the re-inserted needle puncture failed, and the catheter tip was found to be damaged after the extraction of the needle. After this operation, the indwelling needle was treated as medical waste."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of events our engineers were believe that the most likely root cause for this event is the operation of the device. Performing the insertion at a high angle can result in the cannula tip contacting, and ultimately piercing, the wall of the catheter tubing. Bd recommends an angle of attack of 5-10 degree. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was found damaged during use when it was removed from the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was hospitalized due to acute upper respiratory tract infection. When the intravenous indwelling needle was used on (B)(6) 2020, the entry of the needle into the vein was obstructed. After the removal of the needle, the inspection found that the needle was damaged. After the replacement of qualified indwelling needle, the operation was normal and no adverse effect was caused to the patient". "After careful questioning of the specific user, it was found that during the venipuncture operation, no one puncture was successful, the removed needle core was re-inserted into the catheter in the patient's body and the re-inserted needle puncture failed, and the catheter tip was found to be damaged after the extraction of the needle. After this operation, the indwelling needle was treated as medical waste."